Manufacturer narrative:
Sections with additional information as of 15-april-2021: h10: meter was returned for evaluation. Reported defect not reproduced.- no defect found most likely underlying root cause mlc-018user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for investigation-product evaluation in process. Test strips were not returned for evaluation customer returned incorrect strips. Note: manufacturer attempted to contact customer on several occasions to ensure the replacement products resolved the initial concern and to confirm if additional medical attention was required-unable to establish contact with customer.

Event description:
Consumer reported complaint for e-5 error hi and high blood glucose test results. The customer is concerned with test results from results obtained of hi, 465 and 481 mg/dl. The customer¿s expected am fasting blood glucose test result range is 140-160 mg/dl. The customer feels well and did not report any symptoms. Customer stated that she had contacted her doctor on (B)(6) 2021 due to the results obtained of hi, 465 and 481 mg/dl. Customer stated that the doctor told her that he is not concerned with the results because she is taking prednisone. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 11/30/2021 and open vial date is 02/18/2021. The meter memory was reviewed for previous test result history (time not set): (B)(6).